Event description:
Device was used for a polypectomy. Physician noted cauterization appeared to be burning too deep with normal set up. Adjustments made and procedure completed. Pt follow up indicated no negative outcome. Equipment removed from service. Identified high ground leak. MFR notified, testing equipment and all components used during procedure.device not labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed. Results of evaluation: electrical problem. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.